Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The customer provided the following information: the customer observed the issue during reprocessing. The device was not used on a patient with the brush inside. Due to the defect the customer was not able to reprocess the device properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, the cleaning brush was inserted from the tip of the device toward the forceps stopper of the grip, which caused the sheath of the brush to buckle inside the k-bunk and caused it to get caught. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (brush in channel) was confirmed. In addition to the foreign material in the forceps channel port, additional evaluation findings were as follows: the suction cylinder had no color, the plug unit was deformed, the forceps could not be inserted, the bending angle in the up direction did not meet the standard value, and the adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that a brush was caught in the working channel of an evis exera iii gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material in the forceps channel port. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.